Manufacturer narrative:
Other, other text: additional information h3 and h6. Correction d1.this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation a sample was received to perform an investigation. A visual inspection found the tamper seals intact. A review of the pump event history log found high pressure and no disposable alarm messages. The pump was ran based on the user's returned program and the reported problem was not duplicated. Fluid ingression was found on pump by the chassis base of the downstream occlusion sensor which caused the reported problem. The root cause of the fluid ingression was determined to be a result of the user's improper cleaning of the pump. Actions were taken to mitigate the reported issue:it was recommended that the downstream occlusion sensor and scratched liquid crystal display (lcd) lens be replaced., corrected data: correction d1

Event description:
Information was received indicating that during testing of smiths medical cadd legacy pump, double beep with cassette was noted with damaged lens. No patient was involved in this event. No adverse effects were reported.